Manufacturer narrative:
Proximal and distal broken portions were returned. Investigation of returned guidewire revealed its shaft broken at approx. 20cm from distal end. Close observation of the breakage site revealed the breakage of shaft after locally twisted and kinked. Lot history review revealed no anomaly relating to the reported event, no other similar product experience report was received. All the shipped product are inspected during the production process for meeting the product specifications and releasing criteria, based on the information reviewed, there is no indication of a product deficiency. Based on the obtained information and the outcomes of the investigation, it is inferred that rotational force was given or worked to the shaft of the guidewire by torque manipulation and/or due to the vessel tortuousness, and the twisting force worked locally to the shaft, resulting the locally twisting deformation to the shaft, and breakage of the shaft when the accumulated force exceeded the product design limit. Warning section of the IFU describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, subject guidewire was used to lcx#15 cto lesion by retrograde approach manner. After externalization and stent deployment to the target lesion, when guidewire removal was attempted, resistant was felt and the breakage of guidewire was found. Broken distal section was retrieved by snare. No complication is reported with the patient after the procedure.

Manufacturer narrative:
(B)(4)